Event description:
Reportability changed based on analysis, approved in 2007. It was reported that during a percutaneous intervention, a rotawire was kinked. The burr was being exchanged over the wire when it was found kinked. This was found during withdrawal, and there were no consequences for the patient. The procedure was completed with another of the same devices. Analysis found a fracture in the rotawire.

Manufacturer narrative:
The complaint was analyzed and confirmed. The guide wire was received fractured. The proximal segment of the wire received stuck (lock-up) inside the rotablator advancer. The specimen was removed from the rotablator advancer. It was observed that wire exhibited evidence of being separated. In addition, visual inspection revealed evidence of a kink condition at distal end. Specimen appeared to be dimensionally correct, as the wire is within specification. Samples (distal/proximal) were submitted to the sem lab for further analysis. Multiple bend in the wire, compression and tensions sides of the wire along with a noticeable lip at the fracture site were found. A ninety degree bend in the wire in the proximal area was noted. The fracture surface exhibited elongated dimple ruptures in shear/tear planes. No material anomalies were noted. A review of the manufacturing record for this device found that the device met its material, assembly, and product specifications. The root cause for the fractured wire appears to be related to a reversed and or cyclic bending moment that compromised the integrity of the wire shaft, thereby causing the separation. The instructions for use under precautions and warnings state: "handle the wire carefully to prevent a tight loop, kink, or sharp bend (>-90 degrees) from forming in the guide wire, which may cause it to fracture during use". A CAPA has been initiated to address this issue.